Event description:
Stapler failed to lock closed prior to delivery to field for the second firing. Since it would not lock, the stapler was not used for the patient. No injury to patient. Stapler was removed from the back table and another new stapler was used for the patient.